Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2018, the patient observed a "pump has stopped" error message on the patient therapy controller (ptc) when attempting to deliver a bolus. On (B)(6) 2018, the patient was admitted in the intensive care unit of the hospital due to withdrawal symptoms and altered mental state. The pump was inquired at the hospital and two error codes were observed which were cleared. The patient is now doing well. It is noted that the patient experienced a fall on (B)(6) 2018 and has underlying dementia.